Event description:
Patient presented to the ER after receiving multiple inappropriate high voltage therapies due to noise. It was noted that the lead had an insulation break near the portion of the lead that entered the connector block. The pace/sense portion of lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.